Manufacturer narrative:
Submit date: 12/22/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with an enteral feeding pump set. The customer states that the bottom part of set detached during use. No patient harm.

Manufacturer narrative:
A device history record review could not be performed because a lot number was not received with the complaint. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. A sample was received for evaluation. The reported issue was confirmed. A possible root cause can be due to a lack of cyclohexanone used on the product. A corrective action is not applicable at this time; however, all product personnel were informed of the reported issue. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.